Event description:
It was reported that the longevity calculation on this implantable pacemaker is 10 months with a very high-power consumption and comparison percentage. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the longevity calculation on this implantable pacemaker is 10 months with a very high-power consumption and comparison percentage. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information was received that this device reverted into safety mode and was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.